Event description:
Procedure: adrenalectomy. The report received states: one of the jaws broke while grasping patient tissue. The broken piece was retrieved and will be returned with the device for examination by the manufacturer.